Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter handle shows signs of use with scratches on the shaft of the handle. The tip of the inserter handle has fractured off inside the stem that was returned. The stem shows signs of use with scratches around the taper and some debris in the coating of the stem. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 11-303014 item name arcos 14x175mm brch body std lot # 65961133; the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the insertion tip broke off in the stem. There is no additional information available at the time of this report.